Manufacturer narrative:
H2) device evaluation: d3 - manufacturing plant address, city, and zip code updated. D9 - date returned to manufacturer: 3/20/2025. H3, h6: the device was returned, and the manufacturer representative confirmed the product had reached end of service. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H2) device evaluation: d9 - date returned to manufacturer: 3/20/2025. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. During motor drive testing the pump displayed a "check clutch" alarm and the ehl showed a motor rate error as well. The cause of the customer reported problem was the clutch was worn out. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative confirmed the product had reached end of service.

Event description:
It was reported that the pump exhibited a check clutch, plunger lever alarm during occlusion test. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.